Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during patient use, the system generated a device failure alarm. No patient consequences reported.

Event description:
Please see initial report.

Manufacturer narrative:
The device was checked on site and the log file was provided for further analysis. The logged entries show that the safety software of the device detected an implausibility in expiratory and inspiratory pressure measurement on (B)(4) 2018 at 2:19 pm. Consequently the alarm message ¿device failure¿ was posted by the device cockpit infinity c500 and the ventilation unit v500 performed a pressure release. The device reacted as specified to a significant difference in expiratory and inspiratory pressure with an accompanying alarm message and a pressure release of the pneumatic system as a safety measure. This situation could be caused by an incorrect installed breathing circuit. As per correspondence the user found a leakage and the device detected a disconnection. This corresponds with an issue with the breathing circuit. No device failure could be found and the logged entries do not indicate a device related malfunction. Tests according to manufacturer specification were conducted on site after the event and were passed without any deviations.